Event description:
The device was implanted on 6/18/97, for intrathecal infusion of morphine for treatment of pain. On 6/20/97, the physician informed the MFR's (MFR) clinical rep. That the device box and sterile wrap was intact; however, when the device was removed from the box and sterile wrap it was noted that one (1) of the four (4) device suture loops was broken. The device was implanted using the remaining three (3) suture loops available to secure the device to the fascia. No further details were provided at this time.